Event description:
It was reported that this lead was previously capped due to product updated and had dislodged. It was believed that this was related to twiddler's syndrome. Also, patient was found to have stimulation. Subsequently, the patient underwent a revision procedure and the lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Damage to the lead was noted. Due to the location and morphology of damage to the lead it is likely that external stress applied to the lead body resulted in the dislodgment. Past experience suggests patient manipulation of the lead through the skin (i.e., twiddler's syndrome) is a contributing factor to damage of this type. Then testing was completed to assess lead electrical. Measurements throughout these tests were within normal limits.

Event description:
It was reported that this lead was previously capped due to product upgrade and had dislodged. It was believed that this was related to twiddler's syndrome. Also, patient was found to have stimulation. Subsequently, the patient underwent a revision procedure and the lead was explanted. No additional adverse patient effects were reported.